Event description:
I had lasik surgery in 2007, monovision. My eyes felt wonderful but I did not adjust to the monovision. Six months later, on approx six months later, I had an enhancement on my left eye. A week or so later, everything went downhill. I had and still have severe dry eyes. It sometimes completely disables me. I have to keep my eyes shut and I cannot socialize, it shuts me down because of the extreme discomfort. It is now 2008, and it is still the same. I have started restasis and doing my 8th week. Praying that this will help me. I have figured out that the weather has something to do with it. The air quality. I just don't know what to do to take care of it before it affects me. I can sometimes go 3 weeks comfortably, but then it starts again and it is uncomfortable for quite a few days. I guess I really screwed up!